Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva (tm) high power single-use laser fiber was used during a flexible ureteroscopy (furs) procedure in the kidney performed on (B)(6) 2017. According to the complainant, during the procedure the fiber was broken in the package when opened for use. The procedure was completed with another flexiva laser fiber. The patient condition at the conclusion of the procedure was reported to be fine.